Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be established as the product is not available for analysis; therefore no physical or visual analysis of the product could not be performed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a revision procedure to revise this inflatable penile prosthesis (ipp) due to an erosion at the distal urethra that the patient noticed several days prior to the follow-up on (B)(6) 2021. The physician decided to remove the right cylinder and deactivate the left cylinder. Following the procedure the patient fully recovered.